Event description:
Imp # 3006639916-2015-00142.

Manufacturer narrative:
On 07/28/2015 the retrieved item have been analyzed by (B)(4) product manager with the following outcomes: observing the explanted bipolar head, we can see the disassembling of the internal polyethylene liner from the external metal shell. The femoral head is blocked inside the internal liner, both axially and in rotation. The polyethylene ring is blocked inside the internal liner as well. Moreover, it is nearer to the border in respect of the correct position. It is not possible from the inspection of the implants determine the root cause of the event. On 07/30 the bipolar head was measured in our quality control department finding values within the specifications valid at the time of the production.

Event description:
(B)(4).

Manufacturer narrative:
We got additional details about the case: "the first surgery was a bipolar primary and the surgeon used a posterior lateral surgical approach. The patient later experienced a posterior dislocation. The surgeon decided to remove the bipolar shell and the associated cocr femoral head ball. The ball was removed from the stem and bipolar head was engaged with the ball. The cocr fem ball and bipolar head were then sent to be washed and sterilized. During the sterilization procedure (so that the explants could be safely returned to medacta) the liner separated from the metal cup. It is important to understand that the liner separating from the metal shell did not happen inside of the patient. It occurred in the sterilization process as an explant. Once the cocr femoral ball and bipolar shell were explanted, the surgeon then reamed the acetabulum and implanted a cc shell and liner, and then engaged a biolox femoral ball to the same stem that was previously implanted during the bipolar primary case." And the r&d project manager added to following comment: from these information we can note that the disassembling of the internal polyethilene liner from the external metal shell is due to the sterilization procedure done after the explant, therefore did not happen inside of the patient. Other conclusion cannot be determined. On 10 september 2015 it was prepared a final report with the information reported in the initial report, f.u. #1 and here above. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on july 07, 2015: lot 136320: (B)(4) devices manufactured and released on march 26, 2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On june 26, 2015, the medical affairs director made the following analysis: acetabulum guide shallow in a small pt. I suppose the choice of using a bipolar cup at first was dictated by the desire of offering to the pt the most conservative option. There is, however, no info on the primary diagnosis; it may well have been a proximal femoral fracture. Dislocation of a bipolar head in such a pelvic anatomy may occur and the consequent tha will offer greater stability. It is possible that a perceptible leg lengthening was added, perhaps in the quest for a greater joint stability. No reason to suspect a product-related problem.